Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Wear and tear to drain fitting, enclosure, front cover, water tank cover, and pole clamp.filled reservoir with water, attached temperature check to hotline, plugged in line cord, and turned on power switch to perform safety/electrical test. The reported problem was confirmed. The root cause of the reported issue was found to be damaged enclosure caused by user interface. The technician replaced enclosure to resolve the reported issue.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-390 has hair line crack in the hose to the housing causing to leak. No patient adverse events reported.